Manufacturer narrative:
Visual examination of the returned devices finds nothing outward of note to suggest product error. A review of the device history records for the cup and femoral head did not reveal any related mfg deviations or anomalies. The liner associated with the event was not returned. Review of device history records was not possible as the product and lot code was not known. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain, found osteolysis and polyethylene wear.